Manufacturer narrative:
Device evaluation: the product testing could not be performed as the complaint device was not returned for evaluation. The reported complaint could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search of the complaint database revealed that no similar complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 17.0 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2016. It was later explanted on (B)(6) 2017, due to the patient experiencing hazy vision and hyperopia. There was no incision enlargement or vitrectomy. The lens was replaced with the same model, but different diopter of 18.0. Reportedly, the patient is doing okay. No additional information was provided.